Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain error 111 (night drain cycle 11) alarm. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2014 13:50:47. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was identified during the review of the event history logs; however, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.